Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed to specification up to the (B)(6) 2015. On (B)(6) 2015 the device failed a weekly auto self-test due to a low battery. A new pad-pak was then installed on the (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.